Manufacturer narrative:
E1: reporter phone number and email were unavailable manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3i left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's rvad placement was reported under MFR #: 2916596-2021-05317. A previous bacterial infection for this patient was reported under MFR #: 2916596-2022-12639. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient developed a bacterial infection on (B)(6) 2022 around the outflow graft of their right ventricular assist device (rvad). The rvad was implanted on (B)(6) 2021, but information was not provided if the rvad was an abbott product. The patient was noted to be hospitalized when the infection occurred. Surgery was performed and drug therapy was administered. The rvad was explanted due to the infection on (B)(6) 2023.